Manufacturer narrative:
G2: country of event - germany. Bfarm regulatory body reference # (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that, on (B)(6) 2024 the cage had distraction loss from 15.1 to 14mm, increasing cage sintering lumbar spine 2.3 lordosis idem. Distraction failure of the intervertebral cage, height loss within 2 months after surgery (dorsoventral spondylodesis lv3-4). As a result, screw loosening of the screw-rod system in dorsal spondylodesis lv3/4 and lack of bony fusion in the treated segment. The screw implantation was inconspicuous. The operation took place on (B)(6) 2024. The x-ray control on (B)(6) 2024 showed loss of distraction of the cage and sintering in the vertebral bodies lumbar spine 2 and 3 both in antero-posterior and sagittal sequence. No revision is in plan to explant the cage. Procedure/technique performed was transforaminal lumbar interbody fusion. There were no patient symptoms reported. No further complications reported regarding the event.

Event description:
Additional information received states, patient had post operative back pain. No further complications reported.

Manufacturer narrative:
Additional information: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Radiographic image review states, antero-posterior x-ray images of 2 panels. Images show l2-5 interbody fusion. There is a collapse of interbody graft in right panel appeared to left image. Lateral view of images shows height loss of interbody graft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.